Event description:
The patient presented with signs of an infection of the catheter track. These included fever, drainage, incisional wound opening, and meningeal signs and symptoms. A culture of the cerebrospinal fluid was reported as positive for mrsa and the patient was diagnosed with meningitis. The patient was treated with IV antibiotics and total device system explant. The infection is reported to have resolved.